Event description:
It was reported that the patient's pump was empty and that he experienced a change in therapeutic effect. It was stated by the reporter that he began experiencing pain on (B)(6) 2012 and his dose was increased and that they "disabled a low reservoir alarm". It was noted that the patient was expected to have his pump refilled on (B)(6) 2012, however, due to financial issues, it was decided that he wait until (B)(6) 2012. It was indicated that he was doing some minor painting and noticed a bad taste/odor in his mouth and went to shower to get rid of it but could not, so he went to the emergency room (ER). The patient was admitted to the hospital that friday night before the date of this report; for nausea, shaking and increased pain. At that time, the patient's pump was filled with preservative free normal saline (pfns) and he was given ativan and pain patches and discharged that following sunday. After discharge, it was noted that the patient was still experiencing shakes and believed that the patches did not take care of his symptoms and ativan had given him approximately 2 hours of symptom relief. It was stated by the reporter that he wanted the pump filled with drug and did not want to wait until (B)(6) 2012. The drug that was delivered via pump prior to pfns was morphine and another unknown drug. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).